Event description:
This was a lead management case conducted in the ep lab to remove two leads (mdt 6947 and an unknown). The surgeon began with a 14f glidelight laser sheath. During the case, the mdt 6947 lead fractured. The 14f glidelight lasered through the svc/ra junction. A sternotomy was performed and the injury was repaired. Due to the emergent surgery, the mdt 6947 was abandoned in the patient with the lld inside. Patient was recovering.

Manufacturer narrative:
Received maude event report from FDA on 22july2013 and noted the event date was different than initially reported. Called the facility contact on mw5030605 on 23jul2013, and confirmed that the event date initially provided was incorrect. This report corrects the event date from (B)(6) 2013.